Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure was to treat the left common iliac artery. The 9x59 mm omnilink elite stent delivery system (sds) was being advanced over the iliac bifurcation there was resistance and the stent dislodged. As the delivery system was removed the stent remained in the right common iliac and was retrieved with a snare. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported difficult to advance and stent dislodgement could not be determined; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that could contribute to difficult to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. In this case, it is possible the device may have interacted with the mildly calcified, 80% stenosed lesion during advancement, causing the reported difficult to advance. Further interaction with the challenging anatomy during advancement/retraction may have contributed to the reported stent dislodgement; however, this cannot be confirmed. As the stent delivery system was removed, the stent remained in the right common iliac and was retrieved with a snare. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.